Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a modular cable exchange could not be confirmed through this evaluation. It was reported the patient underwent a system controller and mod cable exchange for damage a few months prior. The event date was estimated. Replacement of the modular cable is outlined in the labeling, which has two options that involves ¿replace the current modular cable with both a new modular cable and replacement system controller.¿ and ¿replace the current modular cable with a new modular cable only.¿ attempts were made to obtain additional information from the customer regarding the lot number, product return status, and description of the damage; however, no additional information was provided. A root cause of the damage issue could not be determined. Lot number of the modular cable was unavailable, and the device history record could not be reviewed. Heartmate 3 patient handbook, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. Under section 2, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, system operations, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Cautions users to ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ replacement of the modular cable is also outlined, which has two options: replacing the modular cable. One segment of the driveline includes the modular cable. If the modular cable needs to be replaced due to damage or fatigue, it can be accomplished in two ways. ¿ option 1: replace the current modular cable with both a new modular cable and replacement system controller. ¿ option 2: replace the current modular cable with a new modular cable only. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient underwent a system controller and modular cable exchange for damage. The event date has been estimated. No additional information was reported.